Event description:
While placing a central line into patients ij one end of the needle holder broke completely off. The needle holder was part of the multi-lumen cvc kit. Name and strength: blue plus pressure injectable multi lumen cvc kit. Dates of use: (B)(6) 2017.